Event description:
Inappropriate ICD firings. Documented inappropriate sensing and impedance rise. Lead left in pt, but capped. Defibrillator replaced also. Defibrillator found to be near end of life. Model #7231 cx.